Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device to shows signs of being implanted: gouged, nicked, and wear. Deep gouges are found in the side of the post feature. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: 2008. Visual examination of the provided pictures identified foreign debris on the plant, the metal tab is not flush with the polyethylene. The medial side of the lower post does show wear as well. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 13 years post implantation. There was a groove worn into the medial side of the post of the surface. The metal reinforcement of the surface was also loosened and was not flush with the polyethylene after being removed.